Manufacturer narrative:
H6 health effect code was incorrectly reported as hemolysis and has been updated to hematuria. The investigation was completed and no product return. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: pump was repositioned under echo and advanced 1cm. Approximately at 3.5-3.7cm. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient experienced pink urine in the foley catheter during impella cp support. The pump placement was checked and subsequently repositioned under echocardiography. The patient¿s outcome is unknown.